Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to reset the pump once they returned home with their charging supplies, and they have multiple daily injections as a backup until then.